Event description:
Medtronic rep reported performing a right parietal navigus biopsy and the sample came back normal, meaning they missed the tumor. The doctor alleged that the stealthstation was inaccurate. A revision surgery was performed to complete the case.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Per discussion with the surgeon, it was concluded that the trajectory for the biopsy was accurate. The mass in the pt's head was very hard. The biopsy needle deflected off of the mass and went lateral. The revision surgery was completed without issue.